Manufacturer narrative:
Follow-up #1 date of submission 04/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/15/2014 with the following findings:a review of the pump black box data revealed multiple cs 054 call service alarms on the event date. During testing, the pump powered on properly. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The pump case was removed and no evidence of moisture ingress was found. No damage was observed to the internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump history recorded recurring cs 054 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.